Manufacturer narrative:
The actual device was returned for evaluation. Reliability engineering evaluated the device and observed it was making a grinding noise and the article markings were hard to read. It was noted that the internal components were corroded and the bearings were damaged. Therefore, the reported condition was confirmed. The assignable root cause was determined to be due to improper cleaning/care. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
The actual device was returned for evaluation. Reliability engineering evaluated the device and observed it was making a grinding noise and the article markings were hard to read. It was noted that the internal components were corroded and the bearings were damaged. Therefore, the reported condition was confirmed. The assignable root cause was determined to be due to improper cleaning/care. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Additional narrative: as of this date, the device has not been returned for evaluation; therefore, the reported condition cannot be confirmed and/or duplicated. If information is obtained that was not available for the initial medwatch, a supplemental medwatch will be filed as appropriate.

Event description:
It was reported that during an unspecified surgery, it was observed that the k-wire attachment device generated grinding sound. It was further reported that the device would start and stop when it was expected to be running continuously. There was a slight delay of four [4] minutes. It was reported that a different device was available for us but the device was not specified and surgery was successfully completed. There was patient involvement. There were no injuries, medical intervention or prolonged hospitalization reported. If additional information should become available a supplemental medwatch would be submitted accordingly.